Event description:
Boston scientific received information that this pacemaker was explanted due to battery status at end of life (eol). Upon removal of this pacemaker, it was observed the header was separated from the can. It was noted this patient was very active, and participated in weight training. A new pacemaker was implanted, and patient was fine. There were no adverse patient effects reported.

Manufacturer narrative:
This pm will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated the device was returned with the header separated from the can. The medical adhesive was still attached to the header, and was adequate. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The x-ray did not reveal any fractures. The initial allegation of loose header was confirmed through analysis.